Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that the device displayed error code 41622 (motor timeout error), a high-priority alarm which may stop the pump during infusion, along with error code 1003 and intermittent power failures. There was no injury or adverse event reported.